Event description:
It was reported that a device alarmed for an upstream occlusion alarm. There was no patient injury reported.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device evaluation was unable to reproduce the upstream occlusion alarm. However, review of the history log confirmed the alarm. Further evaluation fund that the upstream sensor was below specification. With low ultrasonic readings it would make the pump more sensitive to air and upstream occlusion alarms. The upstream sensor was replaced.